Event description:
Affiliate reported that the valve did not change the pressure. As a result the device was revised.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Unclear if device is available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was actually that of product code 82-3100 and not 82-3110 as initially reported. When the device received, the position of the cam was not visible due to biological debris covering the part. However when the device was irrigated it flushed some of the debris away exposing the cam position. Programming could not be achieved as a result of the debris. Upon further investigation it was also noted that the valve casing was cracked and an imprint from the cam mechanism found on the silicone housing suggests that it is likely that the valve sustained some form of impact causing the dislodged condition of the device. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.